Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104130 ¿ taperloc complete stem ¿ 2624315. 13-104058 ¿ mallory/head radial shell ¿ 980480. Ep-106885 ¿ e1 poly max rom liner - unknown. Therapy date: (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06430, 0001825034 - 2018 - 06434, 0001825034 - 2018 - 06435.

Event description:
It was reported patient underwent hip revision approximately 11 months post implantation and reimplantation with permanent devices approximately 1 month later (12 months post initial implantation). All components were removed and replaced due to infection and loosening of the stem and shell. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records. 1st stage op note states that the patient was revised due to increased pain, and gross failure of ingrowth or loosening of the acetabular component. His inflammatory markers were significantly elevated. Aspiration of the joint revealed elevated white blood cell count with significant shift indicating infection. Upon entry, the stem was found to be grossly loose. Surgeon noted fibrous tissue surrounding the acetabulum and scarring in and around the face of the acetabulum, consistent with infection. 3700 cell count confirmed infection. Cement spacer was placed. 2nd stage op note reveals patient returned for reimplantation. Labs normalized, wound healed well. Cultures from previous surgery were negative. Ho was debrided from around the proximal femur. Revision performed without complication or significant findings noted. Review of the device history record for the stem and shell identified no deviations or anomalies would contribute to reported event. Device history records review for the head and liner cannot be performed since the lot numbers are unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.